Event description:
Patient was revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/7/2014 - medical records received. Patient was revised to address metallosis, greenish appearing fluid, and metal wear debris stained pseudocapsule. The information received does not change the MDR decision. Patient revised with pinnacle implants. This complaint was updated on: 03/19/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The information submitted in the previous medwatch was submitted in error. Please disregard that information and acknowledge the information in this medwatch. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2014- medical records received. Patient was revised to address black material around the trunnion. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.